Manufacturer narrative:
G2: report source updated. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Visual examination of the fiber cap/tip appears melted proximal to the red octagon and the glass cap was detached/separated distal to the red octagon. During functional testing with the hene (helium-neon) laser fixture, no signs of breakage were identified along the length of fiber. The connector cone, segments, and tabs appear in good condition and secured. Based on the observed glass cap tip detachment/separation, the reported event is confirmed and a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The identified glass cap tip detach/separation can occur due to excessive cap wear during the procedure. Cap wear acceleration can occur due to heat accumulation, due to prolonged tissue contact or technique, which would limit the performance of the fiber and cause reduced vaporization efficiency, and potentially lead to glass cap fracture.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke after 95323 joules and 17:38 minutes of fiber use. The tip of the fiber was not cleaned during procedure. A second fiber was utilized to complete the procedure without patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke after 95323 joules and 17:38 minutes of fiber use. The tip of the fiber was not cleaned during procedure. A second fiber was utilized to complete the procedure without patient complications.

Manufacturer narrative:
The device is not available for analysis. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. There is no evidence that the device was not used in accordance with the instructions for use. Based on the information currently available an evaluation conclusion code of cause not stablished was assigned to this investigation.

Event description:
It was reported that the fiber broke during a photoselective vaporization of the prostate procedure. There were no patient complications in relation to this event. There was no procedure outcome reported.